Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the preparation of a 6/7f mynxgrip closure device after the inflation of the balloon the balloon failed to deflate. The device was not used in the patient. Another device with the same lot# was used successfully. There was no patient injury and the device was discarded. The user was mynx certified. A 5fr terumo pinnacle sheath and a saber balloon were used in the procedure for an intervention. The mynx device was never put in the patient. The balloon was prepped with 100% saline. The balloon appeared to be inverted.

Manufacturer narrative:
During the preparation of a 6/7f mynxgrip vascular closure device (vcd) after the inflation of the balloon the balloon failed to deflate. The device was not used in the patient. Another device with the same lot# was used successfully. There was no patient injury. The user was mynx certified. A 5f competitor¿s sheath and a saber balloon were used in the procedure for an intervention. The mynx device was never put in the patient. The balloon was prepped with 100% saline. The balloon appeared to be inverted. The device was not returned for analysis. A product history record (phr) review of lot f1813601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause of the deflation issue experienced could not be determined. Based on the information available for review, it was reported by the sales representative that the balloon appeared to be inverted, which commonly occurs after excessive tension is applied to the balloon. It is possible that excessive tension was applied to the device during removal from the packaging, or after inflation of the balloon; and this inverted balloon can potentially prevent proper deflation. However, without return of the device or images, it is not possible to determine what may have contributed to the reported inverted tip and deflation issue reported. The mynxgrip¿s instructions for use (IFU), which is not intended as a mitigation, instructs users to remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing. Then, fill the syringe with 2 to 3 ml of sterile saline, and to inflation the balloon with the solution. It also states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. Neither the phr, nor the information available for review suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Please note correction to the manufacturing year from 2008 to 2018 in h4. No additional information is available and no further reports will be forthcoming.